Event description:
It was reported, the patient had a heart attack. It was noted, the patient reported they were told at the hospital that ¿the placement of the stimulator may have caused heart attack symptoms.¿ the event resulted in in-patient or prolonged hospitalization.

Manufacturer narrative:
Product ID 37742 lot# serial# (B)(4), implanted: 2007 (B)(6),: product type programmer, patient product ID 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID 3998 lot# v017182, implanted: 2007 (B)(6), product type lead product ID 3708360 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID 3708360 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension. (B)(4).

Event description:
Additional information was received which reported that the heart attack was deemed to be unrelated to the device, procedure or therapy.